Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose was unknown. The customer stated that there was scratches on screen, making it difficult to view the display. The customer was changing batteries more often. The troubleshooting was not performed. The insulin pump will not be returned for analysis.